Event description:
It was reported by the patient that the patient¿s blood glucose reached 13 mmol/l (234 mg/dl) while wearing the pod between 5 and 24 hours on the hip/buttocks. The patient indicated that the pink slide did not move forward, confirmed the cannula inserted into the skin and stated that the cannula was visible when the pod was removed. No medical assistance was required.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.